Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from 300-400 (mg/dl) with moderate level of ketones. Reportedly, the customer thought the elevated bg levels were due to allergies; however, was unsure. To treat the bg levels, the customer delivered a bolus or administered manual injections. Reportedly, the customer consulted the health care provider and adjusted basal rate settings and bg levels were "doing better".